Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 480mg/dl. The customer stated that she can not remove the battery cap. Instructed the customer to revert to back up plan. Advised the customer that a replacement of the insulin pump will be sent since she is pregnant. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.